Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia on an unknown date. The customer¿s blood glucose level was unknown at the time of incident and the other blood glucose level was 307 mg/dl. The customer stated that insulin pump had insulin flow block alarm which was resolved by hanging infusion set. Customer also stated that reservoir ring had no issues. The device will not be returned for analysis.